Event description:
It was reported following a percutaneous coronary intervention (pci) a 6f angio-seal was selected for use. No pre-deployment femoral angiogram was performed. A 6f terumo introducer sheath was used for the procedure. The angio-seal was deployed and the patient was returned to her hospital room. The next day the physician checked the puncture site and allowed the patient to ambulate. The patient complained of leg pain after having ambulated. Swelling occurred in the patient's thigh. The patient became hypotensive and went into shock. The patient received a blood transfusion of 1600 cc. Manual compression was applied to the puncture site for 1 hour and hemostasis was achieved. The patient was reported to be of normal weight. Reportedly the patient is recovering.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.